Manufacturer narrative:
Device received with critical pump error and compromised forced sensor system due to moisture damage to force sensor. Unable to verify drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a pump error, after troubleshooting with help desk alarm could not be cleared. Advised to disconnect, and use back up plan. Pump will be returned and replaced. Blood glucose levels were not reported